Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer had received higher than expected results in the morning. He did not treat the results. He tested again later in the day getting a result of 413 mg/dl on his blood glucose meter. The consumer immediately performed another test using the same meter and a different vial of test strips getting a result of 79 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.